Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced chest pain while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. Reportedly, approximately 1 hour into the hd treatment, the patient began coughing. The cough was noted as being a chronic cough with expectorate of clear white sputum. The patient also experienced shortness of breath. At that time, the treatment was discontinued, and then the patient was transferred to the hospital. Upon arrival, the patient was admitted, and subsequently discharged home on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. No other event related information was made available. Follow-up information was provided which revealed that the patient resumed outpatient hemodialysis treatments following their discharge from the hospital. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all 18 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Clinical investigation: the patient medical records were provided by the facility on march 6, 2016 and april 7, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records did not contain physician (md) or nurse (rn) progress notes, hemodialysis (hd) treatment orders, treatment sheets or medication administration record. There is no indication that a device malfunction occurred. No malfunction was reported, identified, or alleged. Based on the medical records received and customer contact information, there is no documentation that indicates a causal relationship between the hd treatment performed on (B)(6) 2014 and the chest pain experienced by the patient.

Event description:
The following event information was identified during a secondary review of the patient medical records. The patient's vital signs while in the emergency room (ER) were noted as being: temperature 36.7, pulse 70, respiratory rate 18, blood pressure (bp) 160/81, oxygen saturation 99% on nasal cannula 4l. The patients' physical assessment including initial cardiac assessment was negative. In ER, the physician stated the patient's "chest is tender to palpation suggesting costochondritis."